Manufacturer narrative:
Device evaluated by MFR: received one leveen needle electrode with residue present on the handle indicating use/ handling. The cord was without issue. A visual examination of the device found the tines to be fully retracted. A functional evaluation of the electrode was performed by extending and retracting the array with slight resistance noted. The tines were evenly spaced and un-deformed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that difficulty extending and retracting the needle occurred. While preparing the 3.5/15/15 leveen standard electrode for a liver radiofrequency (rf) ablation treatment procedure it was noted that the needle felt unsmooth upon closing the device. During use, the physician noted it was very unsmooth to open and close the needle. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty extending and retracting the needle occurred. While preparing the 3.5/15/15 leveen standard electrode for a liver radiofrequency (rf) ablation treatment procedure it was noted that the needle felt unsmooth upon closing the device. During use, the physician noted it was very unsmooth to open and close the needle. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.